Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had no delivery alarm. The customer¿s blood glucose level was 519 mg/dl and 400 mg/dl. The customer was treated with bolus from the insulin pump. The customer declined troubleshooting for high blood glucose and insulin flow block alarm. The customer was advised to change the entire infusion system. The insulin pump will not be returned for analysis.